Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron select sps g124, they allege that have slow water flow and the handpiece gets hot; no injury resulted.

Manufacturer narrative:
(B)(6) 2024, unit serial number-(B)(6). Handpiece/sterimate lot number- (1*-old-08030-new-202402)/ (2*-06162), handpiece cable lot number-(old-11220) (new-04240), repair tech: gpb, qa: mo, root cause: w4e water sol, iso valve clogged. No water flow due to a clogged water solenoid, debris buildup in the handpiece cable causing poor water flow, corroded contact pins on the sterimate/handpiece, debris buildup in the water supply hose and leaking near the black lures. Note: replaced damaged/worn components and recalibrated unit to factory specs.